Event description:
It was reported during use of the bd micro-fine¿ pen needle when nurse attached pen needle to insulin pen the back end canula broke. This happened twice, with two different pen needles, the event specified above, and day after, two different nurses. They did not reuse needles. The pen needles were from two different boxes with same lot no. There were two occurrences. The following information was provided by the initial reporter: when nurse attached pen needle to insulin pen the back end cannula broke. This happened twice, with two different pen needles, the event specified above, and day after, two different nurses. They did not reuse needles. The pen needles were from two different boxes with same lot no. One sample available for analyze, as well as 5 reference samples.

Manufacturer narrative:
Investigation summary: five sealed and intact and one open 31g x 5mm pen needle samples were returned from lot. No. 8227654, cat. No. 320794. Visual examination was carried out on the opened sample and a bent non patient end of cannula was observed. Visual examination was also carried out on the five sealed samples and no issues were observed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd micro-fine¿ pen needle when nurse attached pen needle to insulin pen the back end canula broke. This happened twice, with two different pen needles, the event specified above, and day after, two different nurses. They did not reuse needles. The pen needles were from two different boxes with same lot no. There were two occurrences. The following information was provided by the initial reporter: when nurse attached pen needle to insulin pen the back end cannula broke. This happened twice, with two different pen needles, the event specified above, and day after, two different nurses. They did not reuse needles. The pen needles were from two different boxes with same lot no. One sample available for analyze, as well as 5 reference samples.